Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided photo showed the product after treatment. There was only one part of the product visible and this part showed a wet product with some white and pink fibers. There was no blood visible on the dialysate side. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a theranova 500 dialyzer, the patient experienced a blood pressure reading of 197/85 mmhg (standing) with a pulse of 58 bpm. An electrocardiogram (EKG) was performed (no results provided) and one tablet of prazosin was administered without complication. An hour later and EKG was performed again (no results provided) with a blood pressure reading of 186 / 79mmhg and heart rate of 56 bpm. The patient was administered one oral tablet of clonidine. It was reported the blood pressure reading decreased to 160 / 79mmhg and the heart rate was 60bpm. It was reported ¿the patient leaves walking by own means and consciously oriented". No additional information is available.